Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and diabetic ketoacidosis, on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 24 and 36 hours, on their abdomen. It was reported that the patient was experiencing trouble swallowing and was consuming protein shakes. However, patients did not blouse correctly, when consuming the protein shakes, resulting in elevated blood glucose levels. Symptoms reported include hyperglycemia and feeling weak. The patient was treated with insulin drip. Date of release was not reported. The pod was removed at the hospital.